Manufacturer narrative:
MFR ref no.: (B)(4). Baxter is currently evaluating this device. A supplemental will be submitted when the device eval is complete.

Event description:
It was reported that a device alarmed for an air in line at start up. There was no pt injury reported.